Event description:
It was reported that multiple appropriate shocks were delivered on this right ventricular (rv) lead, however, on the last shock code 1005 had appeared, indicating that there was an open circuit condition and high out of range shock impedance. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.